Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("either the insert was released before the system was activated or the insert was not released even though the thumb-wheel was activated") and procedural pain ("slight pain") in a female patient who had essure inserted. Other product or product use issues identified: device difficult to use "difficulties releasing the insert" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device deployment issue and procedural pain. At the time of the report, the device deployment issue and procedural pain outcome was unknown. The reporter provided no causality assessment for device deployment issue and procedural pain with essure. The reporter commented: clinical consequences observed: slight pain but, especially, risk of perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09-oct-2017 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed 284 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-oct-2017: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("either the insert was released before the system was activated or the insert was not released even though the thumb-wheel was activated"), device difficult to use ("difficulties releasing the insert") and procedural pain ("slight pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device deployment issue, device difficult to use and procedural pain. At the time of the report, the device deployment issue, device difficult to use and procedural pain outcome was unknown. The reporter provided no causality assessment for device deployment issue, device difficult to use and procedural pain with essure. The reporter commented: clinical consequences observed: slight pain but, especially, risk of perforation. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure either the insert was released before the system was activated or the insert was not released even though the thumb-wheel was activated. This event, interpreted as device deployment issue, is anticipated in the reference safety information for essure. In the present case the event occurred during essure insertion procedure, therefore causality with essure cannot be excluded. Although there was no reported death or serious health deterioration, this might have occurred under less fortunate circumstances and therefore case was regarded as a reportable incident. A product technical analysis and further information are expected.